Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No missing segments/partial display noted. Unable to verify battery power loss alarm due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the pump screen and it was not turning in on anymore. Customer's blood glucose level was 82 mg/dl. Customer also reported that the replace battery alert was displayed before the open book image was displayed on the screen. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and also recommended customer refer to back up plan per health care professional instructions. The device will be returned for analysis.